Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported dislodged cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 21 mmol/l (378 mg/dl) while wearing the pod between 37 and 48 hours. The adhesive was reportedly not sticking well and the pod fell off the infusion site (back), causing the cannula to dislodge. As treatment, a new pod was successfully applied.